Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion of the fenestrated bipolar forceps (fbf) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and found to have input disks broken. Input disk #5 was found broken into pieces inside of the housing. Hairline cracks were found on grip input shaft #6 and #7. As a result, the instrument could not operate properly. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The complaint regarding non-intuitive motion of the fbf instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument moved unintuitively. The customer used a backup instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use with no issue. The customer did not recall specifically how the instrument moved. There was no patient injury due to the issue. There was no procedure delay.

Event description:
Refer to h10/h11 for follow-up information.